Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
There is no allegation from a healthcare professional that the death was device related. It was reported that the cause of death was unknown. The patient collapsed at work. No further information is available at this time.